Event description:
The customer called for help with her new meter. She performed control tests and received a result of "lo." The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.